Event description:
The following has been reported: customer reported: outpatient cancer center has had three failed primary IV sets. On the last failure they did save the white insert that comes in the packaging which might have the lot number. They were asked to hold onto this as fresenius may want it back for investigative purposes. There was no chemo running through these primary tubings. It is believed they cracked and leaked with normal saline. A preliminary review identified the following issue: administration set leak .(external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample of ivenix administration set was returned for evaluation. A picture was received for analysis and revealed a separated tubing from the rotating luer lock that created the connection failure. Traces of glue could be observed in the unit. The most probable root cause could be related to the operator not performing the joining operation correctly or lack of joining time in the union resulting in the separation of rotating luer lock resulting in the connection failure (leak at connection). A red light was installed at all the bonding stations (completed 04/21/2025) to ensure proper timing is observed. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25b06012 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.